Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated june 5, 2007. The returned sensor guidewire revealed the core wire was detached from distal urethane tip, protruding from a severely elongated outer coil, the urethane tip is cut along 4 cm starting @ 1 cm from tip, but attached to the outer coil. The proximal site distal tip is twisted/pinched adjacent to coils. Evidence of adhesive found on detached core wire @ 5 cm and approximately along 0.5 cm from distal tip core wire. The root cause may be attributed to improper handling of the device. No conclusion can be drawn due to the nature of this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The may 2007 15-month sensor guidewire complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
It was reported to boston scientific corporation that a percutaneous nephrolithotomy procedure occurred in 2007. During the procedure, the sensor urological guidewire unraveled but did not detach. The entire device was retrieved and the procedure completed with another device. At a later date, it was discovered through our evaluation of the returned device that the core wire was detached from distal urethane tip of the sensor urological guidewire.